Event description:
Customer stated their gums get sore from retainers, there gums are receding and teeth are sensitive.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.